Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced an 812:02, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. The software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 812:02 was confirmed during product evaluation but not duplicated. The root cause of the reported problem was determined to be a defective pump head module. The pumphead module was replaced to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). This device is a colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.